Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the alleged adverse event without identified device or use problem could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: chen xiaofeng, wang shaohua, hao zhenhua, & ma qinyun (2014). Wire ¿missing¿: a rare presentation of preoperative localization wire system dislocation. Journal of cardiothoracic surgery, 9:162. Doi:(B)(4). H10: g3. H11: h6 (result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported in an article in journal of ¿cardiothoracic surgery¿ titled ¿wire ¿missing¿: a rare presentation of preoperative localization wire system dislocation", that sometime post procedure, the patient allegedly experienced mild pneumothorax which required additional operation. It was further reported that after posterior segmentectomy, pulmonary lesion was pathologically diagnosed with atypical alveolar hyperplasia. Reportedly, the intercostal vessel was injured during retrieval of twisted hook wire. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, a photo and images were provided for review. The investigation of the reported event is currently underway. Chen xiaofeng, wang shaohua, hao zhenhua, & ma qinyun (2014). Wire ¿missing¿: a rare presentation of preoperative localization wire system dislocation. Journal of cardiothoracic surgery, 9:162. Doi:10.1186/s13019-014-0162-0. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an article in journal of ¿cardiothoracic surgery¿ titled ¿wire ¿missing¿: a rare presentation of preoperative localization wire system dislocation", that sometime post procedure, the patient allegedly experienced mild pneumothorax which required additional operation. It was further reported that after posterior segmentectomy, pulmonary lesion was pathologically diagnosed as atypical alveolar hyperplasia. Reportedly, the intercostal vessel was injured during retrieval of twisted hook wire. The current status of the patient is unknown.